Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that when the xience v was being prepped for use, it was noticed that the stent was loose on the balloon. The device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4).